Manufacturer narrative:
Evaluation of the returned bmx96 confirmed a fracture at the hub. If the device is manipulated at angles during use, damage such as a kink and subsequent fracture may occur. The device was returned with its 6f select inserted backwards through its lumen. Evaluation of the 6f select also revealed a kink near its hub. If the device is manipulated at angles during use, damage such as this may occur. Further evaluation also revealed an additional kink on the 6f select. This damage was likely incidental to the complaint and likely occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a benchmark bmx96 access system (bmx96). During the procedure, the physician advanced the bmx96 into the aortic arch. While performing an injection, the physician fractured the bmx96 at the hub. Therefore, the bmx96 was removed. The procedure was completed using a neuron max 6f 088 long sheath (neuron max). There was no report of an adverse effect to the patient.